Event description:
A certified surgical technician reports that the haptic didn't unfold during intraocular lens (iol) implant surgery. The incision was enlarged to facilitate removal of the iol. Additional info has been requested.